Event description:
A report was received that alleged that the fifteen millimeter connector broke away from the tube shaft after approximately three weeks in use. Replacement was required. No incident related medical sequela reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.